Event description:
It was reported that the high voltage lead impedance had been trending high, was still in normal range. The lead was capped and replaced during normal device change-out. The patient condition was good following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.